Manufacturer narrative:
Testing of retention devices for the reported lot was not performed as the lot was expired prior to this complaint being received. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. The case details were reviewed and no deviations in technique, handling, or storage were identified. The reported complaint does not represent a new hazard, and is anticipated in nature and severity for this product. A root cause could not be determined from the available information. Please note, this device provides only a qualitative, preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Results pending the completion of the investigation.

Event description:
It was reported on (B)(6) 2019 that on an unknown date, an unconfirmed false positive result was received with 8-drug cup w. Adulteration strips a & b. The same sample was tested on another 8-drug cup w. Adulteration strips a & b with an unconfirmed negative result. Troubleshooting occurred with customer, discussing how the test was performed and the appropriate time to wait for the result.